Event description:
A lady presented with bilateral tmj ankylosis 8 years status post placement of tmj inc fossa eminence devices. Removed devices, gap arthroplasty and placement of spacers in preparation for implantation of custom devices, due to the abnormal anatomy created by the amount of heterotopic bone that required removal.